Event description:
Patient reported experiencing elevated blood glucose levels while playing golf one day. Patient stated the incident was too long ago to remember the specifics. Patient did not recall his actual blood glucose level but stated it was extremely high. Patient's normal blood glucose level was not provided. Patient reported he was sweating pretty hard on the golf course and tried to bolus to bring the blood glucose level down. Patient stated he had a friend drive him to the hospital where he was admitted due to the elevated blood glucose readings. Patient did not recall his blood glucose levels while in the hospital. Patient reported the only treatment he could recall during the hospital stay was injection shots. Patient stated he was in the hospital for 3 days and released without any special instructions. Patient reported he was not sure what caused the elevated blood glucose levels but feels the infusion device may have been under delivering since his blood glucose level was so elevated. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was returned on prior complaint.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the serial number is not available, the complaint could not be replicated.